Event description:
It was reported that a home (hp) device experienced chest and belly pain due to air in lines without an alarm while using homechoice (hc) machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.